Manufacturer narrative:
Method - device history review. Results - the lens was re-hydrated in bss and a length of 12.528mm has been measured and we concluded that the lens was in specifications. Based on our investigation, it has been determined that nothing in the manufacturing of the lens was the root cause of the complaint. Conclusion - based on the complaint history, work order search, product evaluation and device history review, we were unable to confirm this complaint. (B)(4).

Event description:
It was reported that the surgeon inspected the micl12.6 implantable collamer lens in preparation for loading and did not like the curvature of it. The lens was not loaded and never used.

Manufacturer narrative:
(B)(4) customer did not like curvature of lens. Evaluation, method: lens work order search. Results: visual inspection of the lens showed the lens was returned in liquid and no visible damage was observed. A lens work order search was performed and there were no similar complaints found. (B)(4).